Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the patient had "nice initial improvement in her seizures following the implantation of the vns." The patient has begun to have some recurrent partial or complex partial events. Her vns was interrogated during the visit and reprogrammed. The patient's settings were currently 0.25 with frequency 20hz and pulse width 250, on time is 30 seconds and off time 5 minutes. Her stimulator was reprogrammed with an increased output of 0.5. On/off time remained constant. Magnet current was programmed to 0.75. The notes state that they would work with the vns settings for now and see how the patient does. Diagnostics were checked and both output current and lead impedance appeared good. The notes state that the physician discussed the patient's history of seizures with the patient and determined that they would gather previous studies performed related to the patient's condition as it appears "this problem is a static one". The physician states that he saw nothing to suggest any new or acute exacerbating factors. The keppra dosage was increased and klonopin was added nightly. Attempts for additional information are underway, but no other information has been provided.

Event description:
The physician indicated that the increase in seizures is not related to vns therapy.